Manufacturer narrative:
It was reported that patient had low haemoglobin and required 3 units of blood transfusion. The affected r3 acetabular shell, anthology high offset stem, biolox delta head and r3 delta ceramic liner, used in treatment, were not available for evaluation as they are still implanted. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. Without any supporting medical documentation, a thorough medical assessment cannot be performed. It was stated that the reported event was caused by the procedure as the patient had low haemoglobin. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, this complaint will be reopened and reevaluated. We consider this investigation closed.

Event description:
It was reported that patient had low haemoglobin and required 3 units of blood transfusion.